Event description:
It was reported, the patient¿s device system was removed because, the battery was depleted and that the patient recovered without sequela. It was noted the device was returned for disposal only and that a rotor study had not been performed. It was later reported, the patient had surgery on 2013 (B)(6) ¿to try to repair the tear and I was having spinal seizures and headaches¿. At the time the health care provider reportedly found ¿one type of¿ staph infection. The patient then had another surgery on 2013 (B)(6) and another staph infection was found so her entire device system was removed. It was noted, the infection was ¿sort of from my pain pump¿ and that the patient was currently receiving antibiotics. The patient was reportedly ¿done¿ with devices and surgery. The type of medication being delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the patient reported that the pain pump was leaking.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8 590-1 lot# n177928, implanted: 2009 (B)(6), product type accessory product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type catheter product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient experienced a subcutaneous fluid collection at the catheter site and was found to have a pseudomeningocele in (B)(6) 2013. On (B)(6) 2013, the patient underwent open surgery for dural leak repair with excision of the sac and suturing of the catheter to the spinous fascia, however the pseudomeningocele recurred shortly thereafter. On (B)(6) 2013, the patient underwent another open repair , this time with placement of duragen around the leakage site. During the procedure, pus was found at the upper end of the suture site. Cultures from the superficial site and deep surgical wound were sent. Only the superficial site came back positive for staph aureus with the deep site being negative for any evidence of infection. The patient was placed on daptomycin and the hardware was left in place. The patient then presented with worsening headaches over the two weeks prior to admission that appeared to be worse when she would sit and improved when lying down. The patient initially presented to the hospital on (B)(6) 2013 where the work up was negative for any evidence of active infection and she was found to have recurrent cerebrospinal fluid (csf) leak and pseudomeningocele. The patient was then transferred to another hospital for further evaluation. It was noted the patient wished for all the hardware to be removed. After anesthesia time out, the anesthesia team performed the general endotracheal intubation as well as appropriate venous lines. She was then turned prone onto the operating table on a wilson frame. All pressure points were checked and padded. The prior midline incision was marked out, and was thoroughly prepped and draped. Clindamycin was given within one hour of incision. Time out was taken with anesthesia, neurosurgery, and nursing teams available and in agreement. A #10 blade was used to make an incision through the skin through the old incision site. Govie cautery was used to dissect the subcutaneous tissue. Csf came pouring out as the surgeon entered the pseudomeningocele. The intrathecal catheter was visualized. The surgeon cut it at the proximal end so that later on during the case they could pull it through the anterior incision where the pump was. The prior surgeons had dissected off the paraspinal muscles on the left and had placed duragen and bioglue at the leak site. The surgeon carefully redissected this paraspinal muscle away from the spinous process and lamina. They removed the prior duragen and glue and were able to see csf leaking around the intrathecal catheter. At this point they removed the intrathecal catheter and sent it for culture along with some of the csf and deep tissue. Using careful dissection and kerrison they cleared out the soft tissue and bone around the entry site so that they could place a stitch in the durai hole. They then placed a single 4-o neurilon stitch around the hole and stitched down a piece of muscle to help plug the hole. Valsalva maneuver was performed and no csf was seen. Duraseal was placed over the repair. The wound was irrigated with antibiotic solution. The fascia was closed using 0-vicryl interrupted sutures. The deep subcutaneous tissue was closed in a separate layer using 0-vicryl sutures. The superficial subcutaneous tissue was closed using interrupted 2-o vicryl sutures. The skin was closed with a running 3-o nylon. The incision was covered with telfa and tegaderm. They then turned the patient supine on a regular or table. The intrathecal pump reservoir was in the left lower quadrant of the abdomen. The old incision was marked, prepped and draped in standard sterile fashion. A 10 blade was used to open the old incision. There was a capsule formed around the reservoir that was opened using a bovie. The reservoir and proximal catheter were removed. The subcutaneous tissue was closed using 3-0 vicryl interrupted sutures. The skin was closed with 4-0 monocryl and dermabond.

Manufacturer narrative:
Correction filed to report the UDI number.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the proximal partial catheter that was returned found there was a non-significant indent in the seal of the sc connector that did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.